Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicates the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 09/24/2010, 10/04/2010 and 10/12/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. The surgeon reported the pt had increased cylinder following iol implant. In a follow up phone call to the surgeon's office, a surgical coordinator reported the pt had a yag laser procedure performed in a secondary surgical procedure. Additional info has been requested.